Event description:
The st. Jude medical representative phone to report an sp02 lead impedance greater than 2000 ohms. Additionally, the trends for the r-wave amplitude and battery voltage were inconsistent and erratic. The decision was made to replace the lead.